Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified two cracks on the cap. Functional testing was performed with no issues noted. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a damaged minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.